Manufacturer narrative:
The information obtained reveals that the customer is using an outdated version of the hemo application, and the issue experienced has been addressed in a later release - version 9.40 (B)(4). While it is the choice of the customer to remain on an older version, merge healthcare has recommended that customers upgrade to newer versions so that instances like these can be avoided.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo client 3 shutdown during an active case. This resulted in the site closing one of their labs until the problem could be resolved. The customer stated, "every time this issue occurs it delays care and every time this issue occurs there is a serious chance that harm could occur." The customer stated that there have been several occurrences of this problem on various dates. Additional information provided by the customer indicates that this problem initially presented as an "app hang/restart" issue but is now showing as an "unhandled exception" error. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the information provided by the customer indicates that the affected cases to-date have been completed successfully. (B)(4).